Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing separated. No further event details available.

Event description:
It was reported that the tubing separated. No further event details available.

Manufacturer narrative:
Additional information provided: d.11. The customer¿s report that the tubing separated was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection under magnification observed that the tubing had no solvent applied at engagement. No other anomalies were observed. Functional testing was deemed unnecessary due to a leak that would occur from the separation. Dimensional analysis performed on the tubing¿s inner diameter and the drip chamber port¿s outer diameter was measured and found to be within specification. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. A device history record could not be performed due to no lot number was provided by the customer.